Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received states: the procedure was to treat the femoral artery. Reportedly, after inflating the 5.0x40mm armada 35 balloon two times at 18 atmospheres it would not completely deflate after holding a negative for 40 seconds. The contrast mix used was 50:50. The device had been prepped (air aspiration) outside the anatomy prior to use. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon on a 5.0x40mm armada 35 catheter would not completely deflate and there was difficulty removing the catheter from the anatomy. The stenosis could not be reduced. Another 5.0x40mm armada 35 catheter was used to successfully complete the procedure. No additionally information was provided.